Event description:
No information was provided regarding the cause for returning the subject programmer.

Manufacturer narrative:
Please refer to the analysis report. (B)(4).

Event description:
No information was provided regarding the cause for returning the subject programmer.